Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was 140 mg/dl. The customer was advised that device should be stabilized at room temperature for 30 minutes. The customer stated that the black screen did not disappear. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube loose connector, however; the battery tube was connected and monitored no blank display. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and broken reservoir tube lip.